Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load new insulin cartridge containing 300 units, with 219.4 units of usable insulin remaining and pump being worn in case. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic area with alcohol wipe or lint-free cloth as instructed by support, reloaded same cartridge, and successfully resumed insulin delivery, and no additional issues were reported.